Event description:
Reportedly, the "bovie" pad was placed on the right outer side of the pt. When it was removed there was a burnt mark 2 inch longs and 3/4 inch deep third degree on the pt. Gel was applied to the burn as treatment.